Event description:
It was reported that the user experienced a low blood glucose event after correcting a high while using a recently initiated ilet system that was still adapting to corrections. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and completion of troubleshooting and education. Investigation included review of device reports and user history. Investigation of this case revealed that the event was consistent with overcorrection during the early learning period of the device, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user correction behavior during device adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.